Event description:
It was reported that during a routine follow up it was observed that the battery had depleted significantly since previous follow up 1.5 years before. Upon checking the battery longevity, it has decreased from 8.5 years to 1.5 years. Premature battery depletion suspected. Disk analysis has been requested to review the battery longevity of this device. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device has been explanted an is no longer in service. No additional adverse patient effects have been reported. This device has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Correction to field g4: bsc aware. First date any bsc employee became aware of a reportable event was on (B)(6) 2020. Previously, initial report stated (B)(6) 2020. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up it was observed that the battery had depleted significantly since implant. Upon checking the battery longevity, it has decreased from 8.5 years to 1.5 years. Premature battery depletion suspected. Disk analysis has been requested to review the battery longevity of this device. As far as the information that has been received this device currently still implanted and in service. No adverse patient effects have been reported. Three good faith effort attempts have been made to retrieve updated information on this event, however with no success. Given this information this concludes our investigation on this event. Should additional information become available an updated report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemakers low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that during a routine follow up it was observed that the battery had depleted significantly since implant. Upon checking the battery longevity, it has decreased from 8.5 years to 1.5 years. Premature battery depletion suspected. Disk analysis has been requested to review the battery longevity of this device. This device has been explanted an is no longer in service. No adverse patient effects have been reported. This device has since been received for analysis and the investigative results are as enclosed.